Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21209. It was reported the patient has received ineffective therapy from his scs system since implant in addition a grabbing sensation at the side of his hip with stimulation. Reprogramming was unsuccessful. The patient will be consulting with the physician on the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.